Event description:
It was reported that the pt's catheter became loose (B)(6) and (B)(6). On (B)(6), 2010, the pt's catheter was replaced. The pt's son stated that the following day, after the catheter replacement, both of her feet started to swell. The pt then gained (B)(6) of water weight on both feet and her abdomen. The pt had been to the emergency room twice due to shortness of breath. She went to the emergency room on (B)(6) 2010 and was checked for blood clots in the leg, heart problems; tests were negative. X-rays showed that the "catheter was still connected." They had suspected an infection. The pt was treated with antibiotics for the infecton and she was discharged home the same day. The hcp had ruled out a physical cause. The pt was started on a diuretic medication to decrease the fluid retention, but that had not helped. The medications being delivered via the device system were hydromorphone (dilaudid) and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).